Manufacturer narrative:
(B)(4). Date of initial report : 08/26/2015. One used lf1537 was received for evaluation. The returned sample did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection noted that the ski guide lever was broken. The reported condition was confirmed. The device would not lock when the latch was retracted to close the jaws due to a broken ski guide lever. The device was disassembled and pmv found the ski tab that locks the latch in the a- track were broken and could not be located. The investigation identified the root cause of the broken ski guide to be undetermined. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the handle was blocked so the device could not grasp tissue. The device was not used in the patient. The device was returned for investigation with a broken and missing ski tab from the ski guide.